Event description:
It was reported that the insulin pump has a blank display. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a protruded/loose drive support disk and scratched display window. The device was received with scratched display window. The insulin pump also was received with normal operating currents. Unable to confirm blank display or off no power alarm.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.